Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 3430 pulses. The needle mechanism was inspected and no issues were observed. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward but the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 28 mmol/l (504 mg/dl) while wearing the pod for between 37 and 48 hours.